Manufacturer narrative:
Event date: unknown. This report is for an unknown two-hole olecranon plate/unknown lot. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient had open reduction, internal fixation (orif) olecranon surgery in which a two-hole olecranon plate and six or seven screws were implanted. Postoperatively the patient complained that the hardware caused irritation; it is unknown whether the patient experienced pain or other symptoms. An explant surgery was performed on (B)(6) 2015 in which the original, intact implants were removed. The implants were all intact; no device malfunctions were identified. No new devices were implanted. The explant surgery was successfully completed with no surgical delay. This report is for an unknown two-hole olecranon plate. This is report 1 of 1 for (B)(4).